Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced severe pain in the insertion area and had to take paracetamol on (B)(6) 2024. No further information available.